Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultramini meter displayed a battery indicator symbol. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the battery indicator symbol first occurred ¿two weeks¿ prior to contacting lfs. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management regimen as a result of the alleged issue. She reported, ¿date/time unknown¿ after the symbol appeared, she developed symptoms of ¿dizziness, shaking [and] nausea¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and there was no misuse of the meter. The batteries needed to be replaced; however, the patient did not have replacement batteries with which to test the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of hypoglycemia after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.